Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("excessive vaginal bleeding"), abdominal pain lower ("excessive cramping") and migraine ("migraines"). The patient was treated with surgery to remove essure coils in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), vaginal haemorrhage ("excessive vaginal bleeding"), abdominal pain lower ("excessive cramping"), migraine ("migraines") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral),hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, migraine, genital haemorrhage and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added: general abnormal bleeding, weight gain,patient did not undergo confirmation test. Reporter information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.